Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot #73b1800287 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a lap chole three different ae05ml failed in the same way. The jaws did not close all the way and thus the clips did not lock and fell into patient's abdomen. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. This sample is for this tc and tc (B)(6). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube is severely bent. The knob was partially opened and the tube was bent inwards by the slots. The damage to the outer tube would prevent the device from firing properly. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clips fired. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. Reference file (B)(6) for investigation photos. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaws not closing" was not confirmed based upon the sample received since no clips were remaining in the device. However, a defect was confirmed for the returned device. The sample was returned with the outer tube severely bent. Additionally, the knob was partially opened and the tube was bent inwards by the slots. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that during a lap chole three different ae05ml failed in the same way. The jaws did not close all the way and thus the clips did not lock and fell into patient's abdomen. There was no patient injury.